Event description:
It was reported that during an av shunting procedure, a balloon rupture occurred. The 70% restenosed lesion was located in a non-calcified and non-tortuous cephalic vein. The 6.0x40mm wanda balloon was inflated twice to predilate the lesion and pulled into the guide catheter between inflations. On the second inflation to 15 atms, the balloon ruptured. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.